Manufacturer narrative:
Upon investigation the monitor was unable to complete essential performance testing. The monitor pins were bent. The root cause for the bent pins was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was damaged.